Event description:
It was reported that a physician in training attempted arteriotomy closure of the common femoral artery using the starclose device after a diagnostic procedure. "A hard stuck" occurred and the device was removed using force. Hemostasis was achieved using manual compression. There were no pt adverse effects. No additional info availalbe.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.